Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was protruding following weight loss. Additionally, patient experienced ineffective therapy due to potential lead migration. As such, surgical intervention took place on (B)(6) 2025 wherein the ipg was repositioned. The leads were also potentially repositioned to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.